Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that there was a revision. MRI technologist reported the patient indicated that they had something repositioned last year and since that time therapy hadn¿t worked. Caller didn¿t know what component was revised. Caller also had notes from managing health care professional that device was not functioning. There were no further complications reported.